Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert on the right ventricular lead due to sensing integrity counters (sic). Episode electrograms show one aborted shock due to t-wave oversensing during atrial fibrillation (af) with rapid ventricular response. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.